Manufacturer narrative:
This medwatch report was submitted initially on 18 december 2015; however, issues with hl7 interface prevented successful submission. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed as the batch number was unavailable. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2015-00045. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to isolate the pulmonary veins. During verification of successful isolation with an inquiry optima catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU at another hospital and underwent surgical repair of cardiac perforations located in the left atrial appendage and the atrial roof. The patient was stable and recovering well. There were no performance issues with any sjm device.